Event description:
A report was received that the patient has been experiencing difficulty charging his ipg and was having to charge his ipg frequently. The patient underwent a non-device related surgery in which diathermy was used, and was having these issues since the surgery. In addition, the patient reported that he could not feel stimulation. The patient underwent a revision procedure and the ipg was replaced. During the revision it was noted that the patient¿s lead displayed high impedances. The physician decided to replace the lead and the lead splitter.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50 serial/lot # (B)(4), description: infinion 1x16 perc lead kit-50 cm, model # sc-3400-30, serial/lot # (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient has been experiencing difficulty charging his ipg and was having to charge his ipg frequently. The patient underwent a non-device related surgery in which diathermy was used, and was having these issues since the surgery. In addition, the patient reported that he could not feel stimulation. The patient underwent a revision procedure and the ipg was replaced. During the revision it was noted that the patient¿s lead displayed high impedances. The physician decided to replace the lead and the lead splitter.

Manufacturer narrative:
Sc-1110-02 s/n (B)(4): the ipg passed electrical, performance, photographic and visual testing. The complaint of charging issue was not verified. The ipg passed all the required tests and revealed no anomalies. Sc-2316-50 s/n (B)(4): the complaint of high impedances was confirmed. A pronounced kink was noted at the clik anchor site of lead 479896. X-ray inspection revealed all cables were fractured where the clik anchor was tightened. There were no exposed cables. Sc-3400-30 s/n (B)(4): the lead splitter exhibits normal characteristics. Sc-4316 lot 15894419: one of the eyelets of the clik anchor was ripped, and a small piece of silicone was not returned. Additional information was received that the missing portion of the clik anchor was in a fibrous bundle that was removed from the clik so it wasn't returned with the device. The physician assessed that there was nothing left in the patient.